Event description:
It was reported that during an ultrasound guided renal biopsy through normal density tissue, the needle allegedly made different noise than usual. It was further reported that the needle allegedly failed to fire properly. Furthermore, the needle allegedly failed to obtain sample. No coaxial was used and the procedure was completed with another device. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an ultrasound guided renal biopsy through normal density tissue, the needle allegedly made different noise than usual. It was further reported that the needle allegedly failed to fire properly. Furthermore, the needle allegedly failed to obtain sample. No coaxial was used and the procedure was completed with another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: a maxcore core disposable biopsy instrument was received for evaluation. During visual evaluation, the device appeared to have residue throughout the needle and was received with both slides in the initial position. No other anomalies were observed. No visual anomalies were noted to the device. Upon functional testing, the top slide was pushed into the device. The top slide was able to lock into place. The bottom slide was then pushed into the device and was also able to lock into place. The device was able to be fully primed with no issues. The device was further tested by cocking and firing the device 3 times in a chicken breast with each trigger, for a total of 6 tests. The device was able to prime and fire properly. All 6 samples were obtained with no issues. Therefore, the investigation is unconfirmed for the reported failure to fire as the returned device was able to prime, fire and obtain samples with no issues. A definitive root cause for the reported failure to fire issue could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h6 (method). H11: d4 (unique identifier (UDI)#, h6 (result, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.